Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care professional (hcp) reported the patient was seen at the hospital two weeks prior to (B)(6) 2015 for a uti with fevers ranging from 103-104.9. They also had very smelly urine and tummy pain. They were treated with 1 week of antibiotics and not hospitalized. They continued to have bilateral side pain. They had daily bowel movements. The device did not seem to be working properly. Lab results included a urine culture (uc+) done on (B)(6) 2015 with <(><<)>100,000 e coli. The patient was prescribed miralax. They no longer had a fever. It was further reported on 2016-feb-18 at the health care professional (hcp) office, the patient presented with some leaking during the daytime and dry at night. They would have dysuria and had some urgency of urination. She would void about 6 times a day. She denied stooling issues at that time. The device was still off at this time. Since the device had been turned off for a long time, they had illnesses with high fever and positive urines since the device had been off. They had felt the device had helped her with her bladder dysfunction symptoms and helped lessen the instances of her bladder infections. It was further reported they had complaints of the device zapping after falling. The device was turned off. Urinary tract infections (utis) occurred even with the device in good working order, just less frequently. They had a ¿febrile¿ uti after (B)(6) 2015. They turned the device off but the shocks continued with the utis. The patient had an initial visit on (B)(6) 2012 for recurrent uti. The last documented uti was (B)(6) 2016. They had less utis with the functioning device and every day antibiotics. The utis were related to the patient¿s underlying medical history.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional (hcp) reported that when the patient's neurostimulator was in good working order, her symptoms of urinary tract infections (utis) and voiding issues were much improved. The patient was last seen in the clinic in (B)(6) 2015. She was experiencing some shocking sensation of the device at that time. The hcp reprogrammed her device to different settings and for a while, she did well then the sensation of shock resumed and her family member turned off the device. The device was off since (B)(6) 2015. She developed a febrile uti and was inpatient for a period of time in (B)(6) 2015. The patient had another febrile illness and received intravenous (IV) antibiotics locally at home. The patient had a voiding cystourethrogram (vcug) and a renal ultrasound (rus) as part of her evaluation. It was noted that she had leaking during the day time but was dry at night. Also, she had dysuria and has some urgency of urination. She voided about 6 times a day and drank a fair amount of fluids during the day. The patient denied stooling issues at the time of this report. Additional information from the hcp via the manufacturer's representative (rep) indicated that the patient had had increase in urinary symptoms. They ran an impedance check and all electrodes were within normal range. The entire system was removed and replaced on (B)(6) 2016. The issue was resolved at the time of this report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
Analysis concluded the stim ins (B)(4) was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.